Event description:
A customer reported a low readings issue with the adc freestyle libre. On (B)(6) 2019 the customer reported waking up with a sensor scan result of 66 mg/dl between 6:00 am to 9:00 am, so she self-treated with apple juice. At 9:36 am the customer had "hyperglycemia with ketoacidosis", although the sensor scan now indicated 'lo' (reading less than 40 mg/dl). The customer presented to an hcp, who received a blood glucose reading of 735 mg/dl on their hcp meter at 10:00 am. The customer was diagnosed with hyperglycemia and treated with an insulin bolus. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre. On (B)(6) 2019 the customer reported waking up with a sensor scan result of 66 mg/dl between 6:00 am to 9:00 am, so she self-treated with apple juice. At (B)(6) the customer had "hyperglycemia with ketoacidosis", although the sensor scan now indicated 'lo' (reading less than 40 mg/dl). The customer presented to an hcp, who received a blood glucose reading of 735 mg/dl on their hcp meter at 10:00 am. The customer was diagnosed with hyperglycemia and treated with an insulin bolus. There was no report of death or permanent impairment associated with this event.